Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient has high impedances on the right lead and is not receiving sufficient therapy from the left lead. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.